Event description:
Boston scientific received information that post operative testing revealed that all device parameters and measurements were stable and functioning appropriately. Further investigation noted that there were two non sustained ventricular tachycardia stored episodes due to recorded noise on the right ventricular lead. Noise was not reproduced with arm movements. Noise resulted in oversensing and asystole for > 2 seconds, but the patient was not symptomatic. The noise further fell into the ventricular fibrillation zone, but did not last long enough thus no therapy was delivered inappropriately. The patient will be monitored at the hospital. The issue was believed to be a result of air bubbles in the device header or else myopotential stimulation. No adverse patient effects were reported. Electrocardiograms were sent to technical services for review.

Manufacturer narrative:
Technical services discussed that one image show artifacts which appear to be similar to air bubbles while another image appears to be more myopotential in nature and occasionally oversensing resulting in asystole. Technical services further discussed that reviewing the artifact on the programmer would allow a carefully assessment of the amplitude signal. Technical services further discussed a possible issue with the connection but noted that with a df4 system an x-ray would only be able to assess the lead terminal pin, while accessing the setscrew position would not be possible given the location of the setscrew on the connector block. At this time the system remains implanted. The most recent information noted no further episodes and no noise was exhibited when the patient was bearing down or when isometrics were performed. The patient will be discharged. A final check of the system will be performed prior to discharged.